Event description:
The issue involves the message center functionality in powerchart and powerchart office, and affects users that utilize the message center to forward discrete results to a pool. When discrete results for review are forwarded to a pool of recipients by the ordering provider using the ok and next buttons, the results do not forward correctly. Pt care may be affected if clinicians utilize the message center to communicate pt f/u activities. Note: the final results are posted and are available on the pt's chart. Cerner has not received communication on any adverse pt events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification in 2008 to all potentially impacted client sites. The software notification includes a description of the issue and a interim workflow adjustment to prevent the malfunction. A software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corp will provide a f/u report when the modification is available.